Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0v2yn, implanted: (B)(6) 2015, explanted: (B)(6) 2016,product type: lead.

Event description:
Information was received from a case manager regarding a patient implanted with a neurostimulator for urinary dysfunction and gastro intestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) was replaced because the leads had come undone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.